Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) feels like the device is not fully deflated and that is in an erect position, it was also reported that the patient is dissatisfied with the erection size, a tingling shock in the scrotum every now and then and also experiencing difficulties when having sexual intercourse. The ipp is currently implanted, and a revision appointment is already schedule. There were no additional patient complications.